Manufacturer narrative:
Concomitant product(s): product ID: 3093-28, lot# va00hkg, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A healthcare provider reported that a patient implanted for chronic cystitis, urgency, and frequency had a baby in (B)(6) 2014 and since then things had not been working properly and there was a loss of therapy. The implantable neurostimulator (ins) wasn't working properly, the patient felt therapy was no longer working effectively, and her symptoms had gradually increased. The healthcare provider wanted a manufacturer representative to check the device and see what could be done from here. No event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.